Event description:
It was reported that the was became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed five (5) times without meeting release criteria, on the sixth deployment the was became kinked. The physician removed the was from the patient and a new was was then used to complete the procedure. A closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.